Manufacturer narrative:
B. Braun representative, infusion systems specialist, indicated that the user facility will not return the pump to b. Braun for eval. Additional info will be reported when the incident eval is completed.

Event description:
Incident in rmicu on (B)(6) 2009, where the alarm for the kvo was not audible enough outside the room despite the highest volume of 9 that was set. This particular pt was very sensitive to a drop of bp and was on levophed vasopressor at the time. The kvo kicked-in to 3 ml/hr with a weak volume, leading to the pt becoming hypotensive. There's also a relative issue of about 10-15 seconds pause between the alarms.